Event description:
Doctor reported that abutment screw at tooth site 36 lost initial strength several times. Abutment screw fractured received.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm), one (1) zoa343s (abut contour 3.5x4.5 3mm cuff), and one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, the implant had bone debris on its external threads and was fractured at the collar. No fractured was identified with the abutment and attached screw. Unable to remove screw for inspection. Threads worn. An additional screw was returned fractured at the threads. Threads were returned. This complaint refers to the zoa343s. Device history record (DHR) review was completed for the subject lot number 63836216. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63836216 for similar events and one other relevant complaint(s) was/were identified. Review completed utilizing keywords: dental : functional : fracture : screw and dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. No fractured was identified with the abutment and attached screw; however, the screws threads were worn. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.